Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, bloody urine was noted. Laboratory results were pending at the time of observation. The patient remained on support. Hematuria in this patient may have resulted from purge-related anticoagulation requirements and the severity of cardiogenic shock as they presented in scai shock stage e.

Manufacturer narrative:
Pdi (hematuria) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
Updated information: d3 MFR fax number updated. G1 MFR site name, danvers, removed. Device is not available for return. Hemolysis was resolved with troubleshooting.